Event description:
Additional information received reported the patient was in a facility and the patient¿s current healthcare provider (hcp) was not able to come to the facility where the patient was so a new doctor was needed. The patient had been in the hospital since (B)(6) 2015 and was there due to seizures; however, it was reported the hospital stay was not related to the pump. The patient¿s refill was due (B)(6) 2015 and the patient was ¿in real bad shape¿ and started to hallucinate on (B)(6) 2015. The cause of the hallucinations, actions required as a result of the event, drug information, and patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
The patient arrived at the hospital, and they said their pump was almost out of drug and needed to be refilled. The patient missed their appointment yesterday, and they were trying to find someone to fill the pump. The healthcare provider (hcp) was not aware of any alarms, and the patient did not have any symptoms. It was unknown what drug the device system contained.